Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified coronary artery. A 2.50 x 20mm synergy ii drug eluting stent was advanced for treatment; however, it was noted that the stent edge was lifted. The device was replaced with another of the same device after adding another predilation and the procedure was completed. No patient complications were reported.